Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was high at 587 mg/dl. Customer stated that she treated with a syringe. Customer stated that she took a bolus and had an issue with the batteries. Customer stated that she changed the battery on the 27th and she changed the site. Customer stated that her eyes are currently blood shot. Customer feels thirsty and nauseous. Customer stated that she has been taking a lot more insulin as of late. Customer did not want to wait on the phone for that long. Customer stated that she will call back if necessary.